Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was no corrosion or moisture found inside the pump or in the battery compartment or on battery cap. The battery cap was able to fully tighten and secure to the pump. There was no activity related to the complaint observed in the pump's history. The battery that was reported was not returned with the pump for investigation. During the evaluation, the pump was found to power on normally and was exercised for 6 hours, no overheating or alarms were duplicated. The electrical current was tested on the pump and found to be within specification. The power flex, battery connections and internal components were tested for intermittent power issues and no defects were found. The complaint regarding the pump and battery overheating could not be duplicated during investigation.

Manufacturer narrative:
The patient reported that pump use was continued despite the observation of a crack in the battery compartment. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump became hot to the touch. The patient stated that the pump was removed and a crack in the battery compartment was discovered. It was reported that the battery was removed and discarded, a new battery was inserted, and the pump has been used without further difficulty for several days. Customer support advised the patient to discontinue use of the pump and use a backup plan until the replacement pump arrived. There was no bodily injury reported due to the temperature of the pump.